Manufacturer narrative:
H3: one used decontaminated sample was returned for investigation without its original packaging. Visual inspection was performed, and it was noticed that the blue locking lever was incorrectly assembled with flange body (it cannot lock). The locking lever was disassembled and was correctly assembled back. The locking mechanism was confirmed to work well after the assembly. Similar customer complaints related to uniperc flange locking mechanism were received in the past therefore this issue was solved via CAPA 19mczh102. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that a patient had a tracheostomy put in place approximately over three (3) and a half weeks ago counting from (B)(6) 2025. Due to the clip failing a new one was put in place. The clip held in place with no issues for a week and a half but then started to slip causing the tracheostomy to come out of place. The reporter stated they needed to change the tube and insert a new one. There was patient involvement, and no adverse harm reported. The second event is documented on emdr-72501

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.